Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s display completely went blank, and the device cannot be switched on. Customer replaced the battery, but it was determined the device needed to be replaced. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to battery tube power connector not fully connected into printed circuit board. After properly connecting the power connector. The operating currents are within specification. Unit passed self test and displacement test. Unit received with minor scratches on case, pillowing keypad over and minor scratches on lcd window.